Event description:
"S/p bilateral subglandular infram gels (unk size, 'small'. Type/MFR - no records) probably in 1970 for augmentation apart from being firm 'from the beginning'. The pt has no local complaints except occasional discomfort secondary to firmness. The pt has had no change in shape/size/texture and no history of trauma except attempted closed capsulotomy many years ago. Pt c/o progressive, severe fatigue with with low back pain/stiffness, dry eyes, hair thinning. Oral sores, sensitivity to sun/cold/chills, increased cholesterol and genitourinary complaints. Pt is otherwise healthy."